Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported malfunction documented, the additional evaluation findings are as follows: the control unit, the right/left knob, the upward/downward knob, the forceps elevator knob, the forceps elevator lever, the switch 4, the switch box, the scope cover, the grip, the universal cord, the suction connector, the scope cover unit, the light guide cover glass, the plastic distal end cover and the connecting tube had scratches. The paint on the air/water-cylinder, the paint on suction cylinder, the adhesive around objective lens and the adhesive around light guide lens had peeled. The control unit, the objective lens and the connecting tube had discoloration. Due to wear of the angle wire, the bending angle in up direction, the standard value is not meet; due to wear of angle wire, the play of upward/downward knob is out of the standard value; the universal cord and the connecting tube had a wrinkle; due to dirt on objective lens, there was a lack of image on the monitor; the adhesive on bending section cover had a chip; the forceps channel port was shaved; the electrical contact of endoscope connector had a discolored area; due to a scratch on switch 4, water tightness was lost; the connecting tube had a dent and the protector of universal cord on the suction connector side was loose. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was dented, and the fixing point of the operation part rotates. No reports of patient harm. During the evaluation the following reportable malfunction was found: foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.